Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump exhibited delamination of the screen, while the pump continued to function and blood glucose remained unaffected; a replacement was provided and the user was instructed on shutdown, return, data re-startup, and continued use of cgm via the dexcom app or receiver. Symptoms included no adverse clinical effects. Outcomes included no impact on health, no hospitalization, and uninterrupted insulin therapy. Investigation included collection of photographs, logistics review, and coordination for device return. Investigation of this device revealed a damaged display assembly consistent with a screen cracked device problem, with no effect on pump delivery performance. It was concluded, based on previously established findings for similar reports, that the cause was device component failure limited to the screen assembly without clinical consequence.